Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient had a large seroma at the ins pocket site. The patient also has an overdischarged battery. The overdischarge was due to lack of patient compliance and the cause of the seroma is unknown. The patient sought medical recommendation from the surgeon regarding the seroma. The rep tried to interrogate the battery, but was unable to do so due to the overdischarge. The physician will drain the fluid from the seroma as well as some scar tissue and will replace the ins. The rep noted that a trickle charge was started to get the battery out of overdischarge. Impedances will be checked once the ins is out of power on reset (por). No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the rep. It was reported that patient needs pocket revision due to fluid at the pocket site. The planned date of revision was on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s ins was replaced, and the pocket was moved. They stated that the physician discarded the explanted ins, because they felt it did not need to be analyzed. The rep mentioned that the issue was resolved after the surgery, and a very large hematoma was excised. No puss was noted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the device replacement has not been scheduled yet. However, the ins will be removed and replaced with a new ins. The new ins will be moved to the opposite side of the body. The rep stated that the trickle charge was unsuccessful on the first attempt, and the patient did not want to move forward with any further attempt, as recharging is very uncomfortable due to the seroma. They noted that the patient preferred to let the battery stay overdischarge until replacement. The event was confirmed with the physician. The rep noted that they will return the ins when it is removed. No further complications were reported or anticipated.